Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer cannot recall blood glucose at the time of incident. Troubleshoot was not performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. The power management tool confirmed power error alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. Pump also received with scratched case, serial number label stained and fading, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.